Event description:
It was reported that during a lap chole procedure the device was fired on the cystic duct and the clips were not fully closing and fell off the duct. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.